Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of sepsis or the report of a pump pocket abscess could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively established through this evaluation. Multiple requests for additional information regarding the patient outcome were submitted to the account; however, no further relevant information has been received at this time. Heartmate 3 lvas, serial number (B)(6) , was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death, wound dehiscence, pump pocket or pseudo pocket infection, sepsis, localized infection, right heart failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Additionally, section 6 lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. The heartmate 3 lvas patient handbook, rev. C contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2021 secondary to candida albicans infection. An intra-aortic balloon pump (iabp) was placed and chest closure was delayed. On (B)(6) 2021 a chest washout was performed. The patient began experiencing worsening acute kidney injury and continuous renal replacement therapy (crrt) was started. On (B)(6) 2021 it was noted that the right ventricle was too close to the chest wall and the sternum was unable to be closed. On (B)(6) 2021, a chest washout was performed. On (B)(6) 2021, the patient experienced cardiac arrest and was cannulated for veno-arterial ECMO. On (B)(6) 2021, goals of care was discussed with the family and the patient was transitioned to hospice. Discharge diagnoses included cardiac arrest, thoracotomy dehiscence/left ventricular assist device (lvad) pocket abscess, septic shock/peripheral circulatory failure, right ventricular (rv) dysfunction, ischemic cardiomyopathy, and cardiogenic shock. The patient expired on (B)(6) 2021 status post cardiac arrest on veno-arterial ECMO.